Event description:
It was reported that during this cardiac resynchronization therapy defibrillator (crt-d) device replacement prior to wound closure the right ventricular (rv) lead was lead stuck in the header. The device header had to be cut in order to remove the rv lead. The device was returned for analysis. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was able to confirm that the header was completely off the device case, and the tip of the right ventricular lead barrel was exposed. The physical damage to the header was caused during the removal of the lead. The right ventricular (rv) seal plug and set screw were missing. The voltage was found at 2.58v, which indicates the battery status was at end of life. Review of the device memory had no resets or error messages. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the difficulty removing the rv lead.

Event description:
Supplemental report is being sent with analysis details.